Event description:
It has been reported to philips that the system was having geometry issues including no movement of the stand. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned treatment/ non-emergency general surgery when the issue occurred, the procedure was completed as planned by moving the geometry of the c-arm to the desirable angle and moved the table back to its position. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was problem with the geometry and the user messages were: ¿table collision¿ and ¿some stand movements are not available¿. Analysis of the system log file showed motor assembly error. During troubleshooting, the philips engineer found that there was frontal longitudinal motor (spl m1) movement position slip. The rse suggested to clean tracks, rubber roll and check roll pressure against rail and to replace poly g3: motor controller: triple servo drive. The issue was resolved in c&r 2023-igt-bst-020. The codes were updated based on the investigation outcome.